Manufacturer narrative:
Evaluation completed. One opened bl5425w pack from lot v3510 was returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. However, the connector that was approx 10 inches from the back of the cutter was loose. After tightening the connection, a functional test was performed using a stellaris pc system. The cutter started to cut but then the inner needle locked up in the close position. The inner needle blocked the port opening preventing cutting and aspiration. The cutter did not cut and would not function as intended. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle condition could not be determined. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported during the procedure, the cutter stopped cutting. They opened another pack to complete the surgery with no issues.